Manufacturer narrative:
(B)(4)

Event description:
It was reported "urgent cvc passage that did not progress and deformed upon removal" another attempt was made and was unsuccessful. Unable to receive additional information for this report. No further complaint details available. Associated MDR number 9680794-2024-00111.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "urgent cvc passage that did not progress and deformed upon removal" another attempt was made and was unsuccessful. Unable to receive additional information for this report. No further complaint details available. Associated MDR number 9680794-2024-00111.